Event description:
A home patient reported they experienced shoulder pain following a user error that resulted in a system error 2240 alarm situation. Reportedly, the home patient had their transfer set unclamped and connected to the unclamped patient line of the homechoice set during the prime cycle prior to their automated peritoneal dialysis therapy. The home patient then received a system error 2240 alarm in initial drain, and contacted baxter's technical service center for assistance. Baxter's technical service center assisted the home patient in ending therapy early. Therapy was completed by setting up with new supplies. The home patient reported that they experienced shoulder pain following this incident. The home patient's nurse advised them to "do exercises" to help with the pain. The shoulder pain subsided in approximately 2 days with no medical intervention required.